Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure; this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. The device history record reveals that no abnormalities to the reported failure was found. The devices manufactured on this work order passed all required inspection points with no mrrs/ncmrs, variances/deviations, or rework related to the reported allegation. Service history: (jul2017). The complaint was unconfirmed. No manufacturing, workmanship, or material deficiency identified.

Event description:
A customer reported that on (B)(6) 2018, the a1059 mayfield modified skull clamp needed repair. Additional information was received on (B)(6) 2018 stating that a (B)(6) female patient was prepped for surgery. There was an unspecified injury caused to the patient and application of eight staples to the head was done as medical revision. There was a delay of 30 minutes due to the unspecified product problem. Additional information has been requested but no other clinical information has been provided.